Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 which refers to the consumer herself, of unspecified age, who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had essure placed for three years and have since had to have it removed. She stated that even after having it removed she still experienced severe health issues. She experienced severe migraines; chronic abdominal pain; back pain; displacement of left over female organs and at times she had very severe nausea. She also reported that she have lost her job due to her med issues. Product technical complaint investigation received on (B)(6) 2015: the bayer ptc global reference number is (B)(4). The final assessment was: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to have essure removed. This event, considered as medical device removal, was considered serious due to medical importance and listed in the reference safety for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. Since the exact reason for essure removal was not specified and no follow-up will be possible; company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Additionally, non-serious events were reported. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.